Event description:
It was reported during implant, after failing to position the lead with good measurements, it was removed. It was noted that the helix would not extend. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.